Manufacturer narrative:
(B)(4) - sensing wires, frayed: evaluation: results: evaluation of the returned product found that the rj-11 receptacle pin is bent lower than it should be when compared to the model test standard. As a result, the alarm powers on intermittently and did not pass functional tests. Manufacturer references file # (B)(4).

Event description:
Customer claims the alarm has power and that some of the wires in the sensor outlet appeared frayed. There was no patient contact or incident reported.